Event description:
5/14/99, a blood center called baxter fenwal cqa to report a donor who had developed hives while undergoing plateletpheresis on the amicus system. The rptr explained that about 15 minutes into the procedure, this 39 yr old male, first time apheresis donor, began to complain of itching all over his body. The operator then noted hives developing and recorded that the donor's face appeared to be swollen. The donor complained that he had a feeling like his throat and tongue were swelling. The procedure was stopped and the donor was given 500 mg of oral benadryl. This was followed up with an injection of hydrocortisone, per the center's med director's direction. It had been about one hr since the onset of symptoms, when the blood center contacted cqa. The donor, by that time, did not have any more swelling and was reported as stating he felt okay, however the rash was still present. A follow-up call to the donor later that afternoon, by the center, identified that the rash was gone. The center was to follow up with the donor the following day; however, he had gone out of town. The donor called the center on 5/17/99, per their request, and indicated he had remained asymptomatic and felt fine. This donor has donated whole blood approx 39 times prior to this initial apheresis donation, without any documented reactions.